Event description:
It was reported by svc report that the fowler will not raise. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: fowler, gas spring strip.